Event description:
It was reported on that a patient had her lead and generator explanted due to an infection at her generator implant site. The device history records for both devices confirmed that the devices were sterilized prior to release. No additional relevant information has been provided to date.